Manufacturer narrative:
One razorcut 3.5mm blade was returned for evaluation. Visual assessment of the device showed visible signs of material galling and debridement on the inner blade. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt. Testing of the inner and outer blade subassemblies for dimensional conformance found they meet design specifications for total indicated run-out. No root cause related to the manufacture of the device could be established. All indications point to excessive lateral load being applied during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. After the evaluation the root cause for the reported incident was determined to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the blade was shedding particles into joint. The shedding was observed mid-way through the procedure. The surgeon removed the debris with another shaver blade via suction; the surgeon was confident that all debris was removed. No seizing was experienced, and the hand piece did not heat-up. The procedure was completed with another shaver blade and the patient was noted to be fine post-procedure.